Event description:
The customer reported the device shut down and lost telemetry monitoring fot two hours effecting twelve pts during this time. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.

Manufacturer narrative:
The scope of this investigation is based upon the info gathered by the ge field engineer (fe). The online fe determined that the apexpro telemetry server (ats) central processing unit (cpu) fan failed, resulting in a loss of monitoring. The cpu fan was replaced and the issue has not reoccurred. Review of the service history of the ats which is 5 years old showed that the cpu fan has never been replaced.